Event description:
During a laparoscopic gastric bypass, on the fifth firing, the stapler fired but did not cut the entire length of the staple line. A second long45a stapled but did not cut. The surgeon reloaded the stapler and tried to staple below the previous firing and encountered the same result. The surgeon convert to open and finished the case without any pt consequence. The pt is doing fine.